Event description:
It was reported that patient presented to the hospital for revision due to lead dislodgment. Increased capture threshold was noted. The lead was explanted and replaced when repositioning was unsuccessful. The patient was unaffected from the procedure.

Event description:
Additional information received indicated that twiddler's syndrome was suspected to be the cause of the dislodgement.

Manufacturer narrative:
UDI (di): (B)(4).

Manufacturer narrative:
(B)(4).